Event description:
It was reported that balloon rupture occurred. A 2.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon was ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient condition was good.